Manufacturer narrative:
Product #1 pi main [pi-2020-0190420-01]. It was reported by the abbott care team that the patient had a system explant. Contact stated patient had device removed, stating it had caused them problems. Contact did not give further information and requested to be put on a do not call list. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention on an unknown date for an unknown reason wherein the ipg was explanted.